Event description:
It was reported to olympus, that the endoeye flex deflectable videoscope image became black and white. The issue was found during a therapeutic procedure and it was completed. Inspection and testing of the returned device found that image noise occurred, the color tone of the image was not proper and image could not be displayed due to a cut on the charge coupled device unit cable and damage to the circuit board on the video plug section. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Section e1: establishment name: (B)(6). The device was returned for evaluation and the customers allegation was confirmed. It was noted that the adhesive on the bending section rubber had a chip and there were scratches noted throughout the device. The video connector had a crack and the bending angle in the up direction did not meet standard value due to wear of the angle wire. The bending section could not be fixed firmly due to damage on the forceps elevator lever. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it was presumed that the issue occurred due to breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. This issue is addressed in the instructions for use (IFU): instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject events 1, 2, and 3 as below. ¦inspection of the endoscopic image confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.